Event description:
On 21st may 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, a significant paint chip on the axis of the single fork arch was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The initial reporter was getinge technician. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, a significant paint chip on the axis of the single fork arch was found. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Defective parts side covers for a2000 sf spring arm (ard367828555) and pwd/hled - axe a2000 ral9016 (ard568330105) were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. Paint chipping was detected on the powerled fork axle. The cleaning protocol was not provided and the axle involved was not returned for expertise. According to the photographic evidence, the stainless steel axle is is partially chipped and shows no signs of rust. The adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. This is not a recurrent case, if other cases are reported, an investigation will be conducted with the supplier in order to undertake preventive actions. To prevent any incident, the powerled instruction for use IFU 01581 mentions : do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).